Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that upon connected to ipg at post of appointment to activate her stim, rep received an orange alert notifying me of a possible open or short on contact 6. Rep ran a connectivity check that showed contact 6 to have a red x. Rep then ran an impedance check and it showed contact 6 at 40,000 ohms. At this point, stim had not been turned on yet so there are no symptoms to report. Patient denied any circumstances that led to the issue. Rep asked if she had fallen, has felt or heard any pulling or popping, has been on any rough machinery, etc. Patient denied all, says she¿s been extremely careful since implant and minimizing her bending, lifting and twisting. The rep programmed around the bad contact, not using it at all. Rep was able to obtain good coverage without using it.